Event description:
It was reported that stent damage occurred. The target lesion was located in distal right coronary artery (rca). A 3.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. The stent was inserted through a previous placed mid rca stent, but would not cross the distal rca lesion. However, upon removal, the stent was damaged. The procedure was completed with another of the same device. There were no complications reported and the patient was in stable condition after the procedure. It was further reported that the lesion was mildly tortuous and moderately calcified. The stent did not cross due to calcification and the stent struts were damaged.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.50 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts from the midsection to proximal end lifted and pulled distally. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in distal right coronary artery (rca). A 3.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. The stent was inserted through a previous placed mid rca stent, but would not cross the distal rca lesion. However, upon removal, the stent was damaged. The procedure was completed with another of the same device. There were no complications reported and the patient was in stable condition after the procedure. It was further reported that the lesion was mildly tortuous and moderately calcified. The stent did not cross due to calcification and the stent struts were damaged.

Event description:
It was reported that stent damage occurred. The target lesion was located in distal right coronary artery (rca). A 3.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. The stent was inserted through a previous placed mid rca stent, but would not cross the distal rca lesion. However, upon removal, the stent was damaged. The procedure was completed with another of the same device. There were no complications reported and the patient was in stable condition after the procedure.